Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins does not stay charged as long as their previous implant and that they have to recharge more often. It was noted that the old ins was set to 4.5v and that the new ins is set to 8.5v-9.0v. It was reviewed that on higher settings the ins would deplete faster. It was also reported that the patient's ins was taking longer to recharger and that it irritates their back because it takes up to 8 hours and 3 sessions to get a complete charge. It was noted that the patient gets all 8 coupling boxes but needs to watch the recharger to maintain coupling and move the antenna if boxes are lost. The patient also noted that their back was irritated/sore from the operation. Adhesive discs were recommended for charging. No further complications were reported.